Manufacturer narrative:
The information in this report was provided by (B)(4). No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident ceramic on ceramic left hip system, it was further alleged that the pt is experiencing "squeaking" from the system."